Event description:
A customer reported an issue where the pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level as no specific blood glucose information was reported. The incident was closed because the pump was not returned by the customer, and no further action was taken.